Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a clutch error. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received by smiths medical on 11 march 2021 via email that the reported issue occurred prior to use.